Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number were not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is possible the stick was near or above the border of the epigastric artery so when the needles were deployed a needle punctured the epigastric artery then passed through to the vein creating the av fistula. The reported patient effect of tissue injury and fistula are listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date. D4: the UDI is unknown as the part and lot number were not provided.

Event description:
It was reported that this was a closure using perclose relative to an unspecified procedure. Reportedly, the patient required surgery for an arteriovenous fistula because the needle of the device snagged a small branch of the epigastric artery on the most medial stick creating the fistula. No additional information was provided.